Event description:
Meter would not power on. The patient alleged harm nor experienced injury or medical intervention. The customer service representative confirmed that the patient was using the correct type of test strips. The meter would power on when the power button was pressed; however, not when a test strip was inserted into the test strip port. The csr confirmed that the test strips powered on a different ultra meter. Issue was not resolved through troubleshooting. Patient's meter was replaced.